Manufacturer narrative:
Tf 5507 indicates leaking / defective mixer valves. The mixer valve was replaced and normal operation was confirmed. (Both air , o2). After service software test and operation inspection, device was returned to hospital.

Event description:
Hamilton medical ag received the following incident description: tf5507 occurred during use on the patient. Since it occurred repeatedly, we stopped using the ventilator and replaced it with another one. The g5 was then picked up from the hospital and its operation was checked to confirm that the phenomenon was reproduced. The measured value was 96% when the oxygen level setting was 100%, and the measured value was as low as 54% when the setting was 60%. Tf5507 occurs even during standby.

Manufacturer narrative:
Tf 5507 indicates leaking / defective mixer valves. The mixer valve was replaced and normal operation was confirmed. (Both air , o2) after service software test and operation inspection, device was returned to hospital. ----------------------------------------------------------------------- hamilton medical ag complaint number: (B)(6) follow-up 1 - corrected information:  **UDI related data quality updates only**  within the UDI-pi project, hamilton medical realized that the reported device (brand name: hamilton-g5; version / model / catalog number: 159003) in the present MDR is not fulfilling the criteria of similarity for a device marketed in the u.s., therefore this event is no longer considered reportable to FDA and no UDI-pi is going to be provided.

Event description:
Hamilton medical ag received the following incident description: tf5507 occurred during use on the patient. Since it occurred repeatedly, we stopped using the ventilator and replaced it with another one. The g5 was then picked up from the hospital and its operation was checked to confirm that the phenomenon was reproduced. The measured value was 96% when the oxygen level setting was 100%, and the measured value was as low as 54% when the setting was 60%. Tf5507 occurs even during standby.